Event description:
My father-in-law was shocked 18 times by his confirmed - faulty medtronic defibrillator lead. Reporter reported that my father-in-law died twice during the series of shocks and was revived both times. After several weeks in the hospital, the faulty lead was removed and replaced. He returned home where he never recovered from the assault, growing weaker daily until his death in 2009.